Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebr0084 showed one other similar product complaint(s) from this lot number. Device not returned yet.

Event description:
It was reported that leakage from the crack of the white connecting part of the catheter and the extension tube was confirmed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, and it appeared that the catheter was damaged during use. One 5fr d/l groshong PICC was returned for investigation. The PICC revealed evidence of use. A suture wing was secured to the catheter over the 42 and 43 cm depth marks. A sticky residue was observed on the connectors. The printing was partially worn from the extension legs. A tear was observed in the molded bifurcation just proximal to the wings. A microscopic examination of the torn material revealed a granular and uneven surface. The proximal lumen of the catheter was exposed where the bifurcation was torn. A functional test revealed that fluid leaked from the proximal lumen where the bifurcation was torn. The evidence of use suggests that the tears in the catheter developed over time and could be associated with how the catheter was secured and how the device was handled during use. A lot history review (lhr) of rebr0084 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that leakage from the crack of the white connecting part of the catheter and the extension tube was confirmed.